Manufacturer narrative:
Batch review performed on 11.june.2021. Lot 1905364: (B)(4) items manufactured and released on 30-jul-2019. Expiration date: 2024-07-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
11 months after the primary surgery the patient came in due to an anteverted cup. The cause of the anteverted cup is unknown. The surgeon revised the head, cup and liner.